Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 59 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that his settings might need to be adjusted. Advised to speak with his doctor before making any changes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.